Event description:
The account generated a falsely elevated platelet result of 1234 10e3/ul with an abnormal platelet graph but no platelet flag when processing on the cell-dyn ruby. The patient sample was repeated using the cell-dyn sapphire with a platelet results of 174 10e3/ul and 186 10e3/ul using the cell-dyn ruby. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in progress. A followup report will be submitted when the evaluation is complete.